Event description:
The user sporadically received questionable low ion selective electrode (ise) sodium results for an unknown number of patient samples from the cobas c111 serial number (B)(4). Of the data provided, the results for three patient samples were discrepant. All results are in mmol/l. The user stated the initial results were accompanied by a data flag. Patient sample 1 initial result was 131 and the repeat result from another hospital with a "large roche analyzer" on (B)(6) 2011 was 137. Patient sample 2 initial result was 134 and the repeat result from another hospital with a "large roche analyzer" on (B)(6) 2011 was 140. On (B)(6) 2011, patient sample 3 initial result was 131. The user changed the electrode, calibrated and ran quality control. The user then repeated the sample with a result of 138. The initial results were reported outside the laboratory and were later corrected. The user was not aware of any patient being treated on the basis of an incorrect result or of any patient being adversely affected by this issue. Upon evaluation of the analyzer, the field service representative determined there was a defective sample syringe and replaced it. He cleaned the ise waste lines, checked the systems and tested operations with all results within specifications. The user ran quality control with results within specifications.

Manufacturer narrative:
The investigation could not determine a specific cause, but it determined the issue might have been cause by incorrect pre-analytic handling leading to a contaminated ise flow path and instrument. It was also noted the clotting time for the sample was too short. No instrument malfunction was detected. No patients were harmed or treated based on the erroneous results.